Event description:
It was reported that while performing an atrial fibrillation procedure with a navistar ds catheter, the complaint device was said to have experienced non-MDR magnetic sensor issues. The procedure was completed with no patient consequence by replacing the catheter. The bwi failure analysis lab (fal) received the device for evaluation and discovered char on the proximal end of the tip dome. As such, this event is reportable; the awareness date was reset to (B)(6) 2014 for this complaint, the date of the fal lab discovery.

Manufacturer narrative:
(B)(4) it was reported that while performing an atrial fibrillation procedure with a navistar ds catheter, the complaint device was said to have experienced non-MDR magnetic sensor issues. The bwi failure analysis lab (fal) received the device for evaluation and discovered char on the proximal end of the tip dome. The awareness date was reset to 12/6/2014 for this complaint, the date of the fal lab discovery. The returned device was visually inspected upon receipt and char was found on the proximal end of the tip dome. Tip dome and rings #1, #2 and #3 had grooves on them. These conditions were not reported by the customer. Per the char condition, the catheter was tested for electrical performance, temperature response, and stockert compatibility, and it was found within specifications. Then per the event reported, the catheter was evaluated for eeprom, and the functionality of the biosensor catheter was tested on the carto system. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was recognized by carto 3 system, however error 105 (catheter sensor error) was displayed. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. The customer complaint regarding a magnetic sensor error has been verified. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(6), (B)(4). The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time.